Event description:
This patient has a history of left total hip arthroplasty in 1988 who presents with increasing frequency of dislocation with random activity. This has become increasing painful and she also complains of left thigh pain. The pt was admitted for revision arthroplasty of left hip with removal of liner and cup left hip, bone grafting and replacement of acetabular cup and liner. Intraoperatively there was significant synvoitis about the joint. The liner was completely eroded at the superior portion where the head had moved up the polyethylene. The pathological report showed scarring and foreign body reaction. Intraoperative cultures were obtained and were negative for growth.